Manufacturer narrative:
Product complaint # (B)(4) representing surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had discomfort in hip. Cup and head were subluxing out of the cup causing grinding.

Event description:
Product examination finds no evidence of any disassociation event and rep also never confirmed a disassociation event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.